Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device remains implanted.

Event description:
Healthcare professional reported a right-side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
DHR trend summary: the review of historical complaints on the complaint management handling indicates that there were no other records related to this event for units manufactured on lot number 3104316. The review of all ER/ ncr(s) related to lot number 3104316 and the event split in patch was performed, and no results were identified associated with this information. The search criteria of these queries are mentioned in procedure qpp07-01-004-her1-g02 wording guidelines for complaint investigation closure v6.0. Review of all complaints for the period of (B)(6) 2022 through (B)(6) 2024 related to mfg date has been performed and it was found one month out of control limit (B)(6) 2023 with respect to the reported event. Inv# (B)(4) and (B)(4) were involved in (B)(6) 2023. An additional investigation was performed to determine any patterns or similarities related to these records. See attached p-chart of split in patch for gel breast implants and additional analysis. According to the latest operations management review dated (B)(6) 2024, there have been no changes in overall breast implant assembly event rates.

Event description:
Healthcare professional reported, a right-side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, as it is not related to the device. A workmanship was observed. Not related to the complaint for a split in patch event. A further investigation is requested. As per the investigation procedure, deformation, wear abrasion and creases were completed. And none of the observations are found to be potentially related to the manufacturing process. No further actions are required for these observations. Additional, changed, and/or corrected data: b6, d9, h3, h6.